Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not reading pressures. The pressure was not displayed in the monitor. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse reported that after inspecting the unit he could not duplicate the event with the patient simulator. However, the fse noticed that both pressure cable and ECG cable were not in the unit and could not be located for testing. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not reading pressures. The pressure was not displayed in the monitor. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.